Event description:
It was reported that during a supply change and fill tubing, the user received repeated ¿unable to proceed¿ alerts, including one attempt where 150 units were advanced with no visible drops, and insulin was later found on the floor, after which a dry run showed no issues and the user replaced supplies and resumed insulin delivery. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on clinical status or care. Investigation included guided troubleshooting and education, confirmation of proper setup and resumption of delivery, and collection of lot numbers for the infusion set, connector, and cartridge. Investigation of this case revealed an infusion and connector setup issue consistent with a delivery pathway leak during fill, with no device malfunction observed after replacement and successful dry run. It was concluded, based on previously established findings for similar reports, that user setup error during the supply change was the most probable cause.